Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a low flow alarm on arctic sun device s/n (B)(6). They filled the reservoir, but that did not resolve the issue. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0psi, circulation pump command (cpc) was 0%. Pump hours were 388, system hours were 578. Small pads in use. Stopped therapy. Disconnected and reconnected the pads using proper technique. Flow rate was 1pm, inlet pressure (ip) was -0.7psi, circulation pump command (cpc) was 100%. Stopped therapy. Disconnected pads. Started device in manual mode. Flow rate was 1.8lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 48%. Connected pads (lot ngjv0901) one at a time. Left thigh inlet pressure (ip) was -0.7psi. Disconnected left thigh. Connected left chest flow rate was 0.9lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 31%. Right chest floe rate was 2.1lpm, inlet pressure was-7.2psi, circulation pump command (cpc) was 51%. Right thigh flow rate 2.8lpm, inlet pressure was-7.2psi, circulation pump command (cpc) was 65%. Placed device back in automatic mode. Suggested replacing the left thigh with a universal pad. Asked to place left thigh pad behind the nursing station for quality.